Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during normal use such as basal. Customer reported that issue would be resolved after several complete set changes. Customer's blood glucose were between 300 mg/dl and 400 mg/dl. Customer would be sent different infusion set sizes to try due to weight loss and occlusion.